Event description:
During removal of the catheter, the plastic adapter and catheter tubing separated, leaving the catheter tubing in the patient. The catheter was surgically removed.

Manufacturer narrative:
The sample is not available for eval. Add'l info regarding this incident has been requested. If add'l info is received, a supplemental report will be submitted. (B)(4).